Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 24x3.50 rebel stent was selected to treat the lesion. However, as the physician loaded the stent delivery system (sds) on the wire, the proximal edge of the stent was noted to be flared and was damaged. The sds was removed from the wire and was discarded. The procedure was completed using a new rebel stent. No patient complications were reported.